Event description:
Affiliate reports: the zero was not possible to set. The sensor had to be changed. This appears to be a reportable event. Additional info was requested from the affiliate in 2004, however, no response has been received to further clarify the difficulty.